Event description:
The cassette was jammed. The caregiver manually pulled the cassette with the lift strap to free it and the cassette fell. The caregiver suffered injuries to the head and shoulder area. The resident was hit by the spreader bar in the chest area.